Event description:
It was reported that during a training/demo of the da vinci system, the trainer contacted a technical support engineer (tse) and reported that error 32056 occurred on universal surgical manipulator (usm) 2 and an emergency power off (epo) did not solve the error. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with the passed usm insertion test.